Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record (DHR) review is not required. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. The filter was successfully deployed at the level of the lumbar l3 vertebra in the patient due to dvt. Approximately five years post deployment, a CT revealed there was a right lateral tilting of the ivc filter with some of the inferior margins of the struts appearing extraluminal suggesting perforation. Therefore, the investigation can be confirmed for filter tilt and perforation of the ivc. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 12/2012).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted and struts perforated an unknown location. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.